Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an inappropriate shock due to over-sensing noise of the right ventricular lead on (B)(6) 2020. The patient presented in the emergency room and tachycardia therapy was disabled. On (B)(6) 2020 the lead was capped and replaced. Patient was stable post procedure.

Manufacturer narrative:
A partial lead with the pin measuring 12.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information noted that the lead was explanted.